Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. There have been no other complaint reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration shunt implantation, the shunt was touching the iris. There was no surgical intervention reported and no impact to the pt. Additional information has been requested.